Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
During surgery, one of the sliding tulips on the oc plate slid off of the plate. The surgeon removed and replaced the entire construct.